Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Photo inspection reflects broken tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6029903. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tube from 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure broke. No blood exposure to mucous membranes. No injury or medical intervention.